Event description:
The customer reported that when the generator was first turned on, it functioned normally. Once the needle electrode was connected, ll (indicating a temperature below 10 c) was displayed. The procedure was aborted.

Manufacturer narrative:
(B) (4). (B) (4). The generator was returned to tyco healthcare (B) (4) center and the reported issue was duplicated. The root cause was found to be a bad connector on one of the pcbs. This was determined to be a random component failure.